Manufacturer narrative:
Available information indicates that the device failed the self-test. The customer was guided to correctly check and operate the procedure, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device failed testing.